Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support while changing supplies and filling the tubing after noticing insulin leaking from the pump. The patient confirmed that the connector had not been attached to the cartridge prior to inserting it into the device. After removing all supplies, the patient observed that the cartridge contained a significant amount of air bubbles. The patient was provided education on proper cartridge filling techniques to minimize air bubbles and was advised to perform a complete supply change. The patient indicated understanding and planned to call back if further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.